Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was over 600 mg/dl. After troubleshooting, customer was advised the device was working as designed. Customer was advised of other causes for high blood glucose. Customer will not be returning the reservoir for analysis.